Event description:
The customer reported that device would not function when connected to a philips mp30/50 monitor.

Manufacturer narrative:
(B)(4): the customer reported that device would not function when connected to a philips mp30/50 monitor. Because the device could not be connected to obtain patient information, the patient coded. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.